Event description:
It was reported that the lateral handle on the 9900 system was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The handle was repaired during the svc call. The system was tested, and found to be working as intended, and put back into service.